Event description:
It was reported that an interlink catheter extension set was observed to be defective. There is no specific information in regards to the nature of the defect. There was no patient involvement associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.